Event description:
It was reported that noise leading to oversensing and inappropriate automatic mode switch was observed on the device. The suspected cause of the noise was due to electromagnetic interference. The patient was stable and will continue to be monitored. There were no adverse consequences.